Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: evaluation of this investigation revealed the nail holding screw t2 scn to be as primary product. The nail adapter t2 scn and the target adapter t2 scn are regarded as associated products. Discrepancies in manufacturing were not found. The item was documented as faultless prior to distribution and as it had been in use for a longer time (more than 3 years) we pre-suppose that the nail holding screw t2 scn had fulfilled its tasks in former surgeries as intended. Pre-operative-check performed revealed the nail holding screw t2 scn, nail adapter t2 scn and the target adapter t2 scn returned being fully functional with sample nail, sample tissue protection sleeve, sample drill sleeve, sample drill and sample nail. The subject of the reported event could not be reproduced. It can only be assumed that the fixation screw was not tightened as required or that the fixation screw was loosened unintentionally during the procedure. In both cases the targeting arm will not stay in secured position for drilling. The reported event was not caused by any deficiency in the devices. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. It is in the responsibility of the surgeon that he just did not put that screw in and finished the procedure.

Event description:
Surgeon stated that device did not lock properly and a screw missed the nail. The surgery was finished without the screw. New information received 2/24/2015 "the resolution was the surgeon did not put that screw in and finished the procedure."

Event description:
Surgeon stated that device did not lock properly and a screw missed the nail. The surgery was finished without the screw.